Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery using multiple cartridges. The customer's blood glucose (bg) level was 470 mg/dl and insulin injections were administered. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with an insulin drip. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017.